Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
On (B)(6) 2015, the patient underwent total right knee arthroplasty due to arthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2017, the patient underwent a right knee revision due to instability. The surgeon reported progressive instability throughout range of motion, and it was decided to revise the femur and size up to improve flexion stability. The tibial component was revised to a hinge. The surgeon indicated the patella tracked well and was retained. The surgeon reported no intraoperative complications. The patient was implanted with depuy knee system and smartset bone cement x 5. Doi: (B)(6) 2015, dor: (B)(6) 2017 (rt knee).